Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/05/2016. (B)(4).

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. After the procedure, the thread broke. A new intervention was performed with another thread. Additional information has been requested.